Event description:
Healthcare professional additionally reported "any creases". Device has been explanted.

Manufacturer narrative:
Device evaluation: creases fold, wear abrasion, and opening curved on anterior leak test and microscopic analysis was performed which identified: striated opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool. Crease are observed but have no relationship with manufacturing.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side "rupture¿ of a saline implant. Healthcare professional reported a left side "deflation¿. Device remains implanted.